Event description:
"."

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient reported to technical support of encountering an air detected in cassette alarm during drain 0 of 5 . The patient stated that the unused lines are clamped. Patient stated that all connections are tight and secure. The patient was assisted with bypassing to fill 1 of 5 and the patient reported observing a fluid leak at the stay safe connection. The patient was advised to notify the peritoneal dialysis nurse of the alleged event and to reset up with new supplies. The patient indicated that treatment would be completed with continuous ambulatory peritoneal dialysis. Additional information was solicited.